Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that broken shaft occurred. A 150/20 renegade hi-flo was selected to be used. During preparation, when the physician extracted the microcatheter from the shell, it was noted that the microcatheter was frayed. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.